Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. As the device failed while in use on a patient, this event is deemed reportable. The device was sent back to percussionaire for evaluation and it was determined that a capacitor failed, causing a fuse to ultimately fail. The components were replaced and the device was tested. It was confirmed the device passed all functional tests and was sent back to end customer. No additional information was received on patient status; no patient harm reported. If any additional information is received on this event, a follow up MDR will be submitted.

Event description:
Per customer complaint, the impulsator at home therapy device was in use on patient, when it stopped working. It was stated by the caregiver that a fuse may have melted. No patient harm was stated in complaint.